Event description:
It was reported that there was a lead warning on the remote monitoring transmission due to low impedance on the right atrial (ra) lead. It was also reported that there was no p-wave sensing noted via the analyzer. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.